Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device would not open. No patient injury occurred or medical intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: (B)(6) 2017. The device involved in this issue was not returned, but a picture was provided. Visual examination of the photograph could not identify a mechanical issue that would cause the device to be difficult to open. The device was bent at the clevis area, but it could not be confirmed if this would affect the function of the jaws. The investigation could not confirm or determine the root cause of the reported issue. If information is provided in the future, a supplemental report will be issued.